Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower fingerprint scanner on the ax.surg device was taking a long time to scan fingerprints, making it difficult to gain access to the device.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.